Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient also has a previous history of chronic kidney disease and pad. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the rca to treat a perforation. On the same day the patient suffered a myocardial infarction. The patient recovered.

Manufacturer narrative:
Additional information: the investigator reported that the previously reported mi is not related to the index device. If information is provided in the future, a supplemental report will be issued.